Manufacturer narrative:
The device was disposed, therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met the material, assembly and product specifications. The most probable root cause is operational context.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous right coronary artery. The physician attempted to predilate the lesion with the maverick2 monorail 20mm x 4.0mm. The balloon was inflated once at "below nominal pressure", however, after the first inflation, the balloon ruptured. The balloon was removed intact from the pt. The procedure was successfully completed with an unspecified device. No post procedure complications were noted and the pt status was reported as "good".